Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb cable in a specific position. The customer's blood glucose (bg) level was 183 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.